Event description:
It was reported that during the implant procedure, inserting leads into the header of the pulse generator was difficult. Eventually, the leads were inserted and the pulse generator was implanted. All electrical parameters were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.